Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, it took more insulin than usual to complete the process. The customer reported a blood glucose level of 120 (mg/dl). Reportedly, during the air removal step of the load process, the customer noticed more air than usual was drawn out of the cartridge. It was recommended that the customer contact tandem technical support should the issue occur again.